Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified anterior tibial artery. A 2.0mm x 20mm x 142cm fg coyote nc otw (nc quantum apex¿) balloon catheter was advanced for dilatation and the device was initially inflated at unspecified pressure. However, on the second inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 2-2mm non bsc balloon catheter. No patient complications were reported and the patient's status was good.